Event description:
It was reported that the patient had an inappropriate shock due to oversensing of myopotential noise. Earlier, there was another inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. Technical services recommended some testing to try and reproduce the scenario. There were no additional adverse patient effects.